Event description:
It was reported that bd intima-ii y 22gax1.00in prn ec slm npvc adapter / connector defective / damaged. The patient was treated with a needle puncture for intravenous infusion. After the puncture was successful, the joint of the heparin cap of the indwelling needle broke, causing blood leakage.

Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
No additional information available.

Manufacturer narrative:
1.DHR/bhr reviewlot#(4233024): 1)the products of this batch were assembled at intima ii auto line 3 in (B)(6) 2024 and packaged at cfs package line in (B)(6) 2024. Work order quantity was (B)(4). 2)review the in-process test reports and outgoing test reports, and all test results meet the product specifications. 3)review the production records with no nonconformance, deviation or rework activities. 2. No defective sample and photo have been received for the complaint. 3. The retained sample of this batch is taken for leakage test and prn removal torque test, the leakage test is qualified, there is no leakage at the prn, and the prn removal torque is within the product specifications. At the same time, the visual inspection of the retained sample was carried out, and no abnormality was found. 4. No similar complaints have been received from other hospitals regarding this batch of products. Conclusion(s): no abnormality is found on process retained sample, and no similar complaints have been received from other hospitals regarding this batch of products. As the defect status of the complained sample cannot be identified, and the usage of the sample is unknown, the root cause of the prn rupture and leakage cannot be determined. The plant will continue to track and trend for this issue.